Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. This is an ancillary service event. An internal/external visual inspection was performed and revealed deteriorated piston foam. Rite (returned instrument test evaluation) functional and electrical testing was conducted. The electrical testing passed. Volumetric accuracy testing failed and the manual volumetric testing could not be completed due to cockroach contamination. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The cause of the reported issue was due to the deteriorated piston foam. A ncr has been opened to address this issue. The device was sent to servicing to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.